Manufacturer narrative:
The product was unavailable for return as it was discarded at the facility. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. According to the instructions for use that accompany the device ¿the luerlock connector includes a plug to facilitate its closure prior to connection to other drainage or monitoring system components.¿ it was additionally reported that there was no allegation that the device had malfunctioned or was not working properly. (B)(4).

Event description:
It was reported that the patient had a brain bleed twice and a drainage system was placed on (B)(6) 2015. According to the report, when the case was over, the nurses removed the sterile drapes from the patient, but instead of removing the red end plug from the catheter, it was connected to the external drainage system and was not verified to be working. The report stated that when the patient was brought to the ICU, it was noticed that the system was not draining. Reportedly, when the physician examined the patient, the patient was not doing well and had an icp of 50+. It was reported that after two hours had passed, it was discovered that the red plug was not retrieved from the catheter before attaching it to the patient line. According to the report, the red end plug was removed and the catheter was reconnected to the drainage system and the patient reached normal icp after a few minutes. Reportedly, the patient died of brain hemorrhage later that night.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.